Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set as the nurse pressed the push back needle blood spattered the nurse's hand. The following information was provided by the initial reporter, translated from chinese to english: when conducting blood drawing examination for patients, the nurse used a wingset pbbcs. After the blood collection was finished and the push-back needle was pressed, the blood spattered the nurse's hand, and the nurse immediately sterilize to prevent cross-infection.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set as the nurse pressed the push back needle blood spattered the nurse's hand. The following information was provided by the initial reporter, translated from (B)(6) to english: when conducting blood drawing examination for patients, the nurse used a wingset pbbcs. After the blood collection was finished and the push-back needle was pressed, the blood spattered the nurse's hand, and the nurse immediately sterilize to prevent cross-infection.